Event description:
It was reported that the user experienced low blood glucose following high readings while using the ilet with a low of 66 mg/dl and a peak of 202 mg/dl. The agent explained that the system adapts to recurrent lows; additional training and a potential factor restart were recommended, and the user was advised to contact support during highs or lows. Symptoms included low and high glucose. Outcomes included troubleshooting and education with assignment for additional training. Investigation included review of available reports and agent-led troubleshooting. Investigation of this case revealed that a contributory cause was not identified. It was concluded that hypoglycemia of unclear cause occurred during ilet use, with guidance provided on corrective actions and use of oral glucose for treatment. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.